Event description:
Same case as 2134265-2014-06700 and 2134265-2014-06702. It was reported that the motor drive unit would not pull the sled back. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pull back, motor drive unit (mdu) was having troubles completing a pullback. It would not pull the sled back as it should. The physician replaced the sled with another same device and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).